Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was returned after being used in the procedure, inserted through the loader and esheath. Delivery system was unlocked with no flex or fine adjust used. The delivery system was visually inspected, and the following was observed: valve is on inflation balloon. Crimp balloon circumferentially torn about 5mm from crimp balloon to balloon shaft bond, ic bond intact. Crimp balloon damaged. Due to the nature of the complaint, functional testing was unable to be performed. Dimensional measurement was performed on the double wall thickness of the crimp balloon was measured near the tear. All measurements were within specification. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. Review of lot history revealed no other related complaints for the reported balloon tear. Although the reported balloon tear was confirmed, a complaint history review is not as the issue has been previously identified in a corrective action preventative action (CAPA) investigation which capture root cause analysis for the issue. Instructions for use (IFU) for commander delivery system and training manuals device preparation training manual and procedural training manual were reviewed for instructions/guidance on device preparation/usage. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. If delivery system balloon bursts or leaks during deployment without thv embolization: do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo o if post-dilation needed, use a new delivery system no IFU/training deficiencies have been identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported balloon tear was confirmed based on visual inspection of the device. No manufacturing non-conformances were identified during device evaluation as no abnormalities were observed during visual inspection or dimensional measurements. Furthermore, a review of lot history, complaint history, manufacturing mitigations, and the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Damage on crimp balloon material was observed on the distal end of the proximal side of the torn balloon. It is possible that the crimp balloon may have become damaged during the procedure. Then, perhaps due to tension in the system experienced during valve alignment, the damage may have propagated, resulting in the tear observed on the balloon. However, as no relevant patient information or procedural imagery was provided, a definite root cause is unable to be determined. Although a definitive root cause is unable to be definitively determined; available information suggests that procedural factors (crimp balloon damage/tension in the system) may have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defect was identified to have contributed to the complaint events, no corrective/preventative actions are required. Corrective action preventative action (CAPA) investigation was previously initiated to capture additional information that currently exists in the training manuals into the IFU ¿instructions for use¿ for the sapien 3 and commander delivery system. The content consisted of instructions related to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use. The CAPA was closed in december 2019 after demonstrating a reduction in complaint rates (complaint rates following implementation of corrective actions were within control limits during effectiveness monitoring). This complaint occurred (22-jul-2020) post CAPA (november 2019) implementation. While the occurrence date of this reported event falls after implementation of corrective actions as documented in CAPA, the occurrence rate did not exceed the july trending control limits, which is within the CAPA acceptance criteria. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding a 29mm sapien 3 valve by transseptal approach in mitral position. The valve was aligned on the balloon and the valve was positioned in the mitral valve plane. The pusher was retrieved and after rapid pacing the balloon did not inflate. The commander delivery system was removed as a single unit. A second 29mm sapien 3 valve was successfully implanted. No injury to the patient.